Manufacturer narrative:
Device evaluation: the distal tip was damaged. The stent had been distally displaced on the balloon with the 1st distal stent segment overlapping the distal inner shaft marker. The struts on the 5th and 6th distal segments were raised and pulled distally. The 13th and 14th distal segments were deformed and damaged. A number of struts on the 16th, 17th and 18th distal segments were raised and pulled distally. The proximal balloon pillow folds were partially opened and disturbed. Cine image evaluation: the procedural images provided show the severely diseased rca with the cto in the proximal vessel and extensive calcification present along the vessel. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4). (B)(4). Evaluation, results, conclusions: severe calcified lesion, stent attempted to be implanted through a previously implanted stent, use of force. Methods: film.

Event description:
The physician was attempting to implant a 3.5 mm diameter x 38 mm length endeavor resolute rapid exchange drug-eluting stent to treat a lesion in the mid dx. The target lesion was reported to be very calcified. Prior to this attempt the physician had successfully implanted an endeavor resolute stent to treat a chronic total occlusion lesion in the proximal dx. Post-dilatation was performed following stent deployment. When the physician attempted to implant the second endeavor resolute stent to the mid dx, it could not pass through the previously implanted stent. Force was used in an attempt to advance the device through the previously deployed stent. When this attempt failed, the physician decided to retrieve the delivery system. Upon removal the stent was noted to be stretched and deformed. The device had been inspected prior to use with no issues noted. Patient status post procedure was reported as good and no clinical sequelae were reported.